Manufacturer narrative:
This is one of two manufacturers being submitted for this case. The investigation is ongoing.

Event description:
As reported by our french affiliates, during implant of a 26 mm sapien 3 ultra transcatheter heart valve in the aortic position via transfemoral approach, significant resistance was encountered while performing gross alignment in a straight segment of the aorta. The operator eventually succeeded, although there was considerable difficulty. At the annulus level, when the syringe was opened to inflate the valve, a substantial amount of blood was observed in the syringe and a "balloon burst" (tear) occurred. The team decided to retrieve the system with the valve crimped, keeping the delivery system intact, and proceeded to prepare a new 26mm sapien 3 ultra. No patient injury occurred and the procedure concluded with a good outcome for the patient. Per pre-decontamination, the commander delivery system balloon was torn at the ic bond and the valve had a bent strut.

Manufacturer narrative:
A supplemental MDR is being submitted for completion of the investigation. The following sections have been added: b4, g3, g6, h2, h3, h6, h10, h11. The product was returned; therefore, a product evaluation and dimensional testing were completed. The measurements were found within the specification. Due to the nature of the complaint, no functional testing was performed. The returned devices were visually examined, and the following was observed: balloon torn at the ic bond. Two (2) compression marks noted on flex shaft at 3.5 cm and 2 cm from flex tip. Gouges observed at the flex tip. The complaint for 'balloon torn' was confirmed based on evaluation of the returned device. Available information suggests that procedural factors (device manipulation) likely contributed to the event as provided information indicated high resistance when performing gross alignment. High forces on the system during valve alignment may result in crimp balloon tearing prior to thv deployment. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.